Event description:
The facility reported a colleague infusion pump with a reported condition where the "user cannot read the bottom half of screen intermittent comes on and off." It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or it any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an intermittent bottom half of the screen was confirmed during evaluation. Service did not address if the problem was reproduced. The assignable cause was determined to be the bottom half of the screen is missing. The user interface module liquid crystal display (uim lcd) was replaced to fix the reported condition. According to device history review, the pump had a damaged signature label which was subsequently changed. This issue is being investigated through CAPA.